Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) became elevated, while wearing the pod between 4 and 24 hours on the upper right abdomen. Patient woke up with a bg measuring 400 mg/dl, ate breakfast, and bolused. Bg did not improve and patient was experiencing chest pains. Subsequently, a visit to the emergency room (ER) was made, a diagnosis of high bg with high blood pressure was given, and patient was admitted to the intensive care unit with a bg measuring 531 mg/dl. Patient's diabetic educator visited the patient, in the hospital, and alleged the device had stopped delivering insulin. It should be noted that ER staff felt chest pains were related to high bg. Treatment included intravenous delivery of insulin via insulin drip, a manual injection of insulin, and an electrocardiogram. Patient was released the following day and administered a manual injection, upon returning home.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.